Event description:
The reporter stated the device gave a "no cassette attached" alarm. No known adverse effects to patient.

Manufacturer narrative:
Additional information received on 18 dec 2018 that there was no patient involvement, the event was discovered during bench test. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Testing was performed for any signs of function and pressure failure. The customer's reported problem was not verified. During investigation the pump displayed no alarming "cassette not attached properly" message when latching a cassette onto the pump. Even though multiple "cassette not attached properly" messages were recorded in the event log. Investigator was unable to determine the cause of the customer's reported problem because no problem was found during investigation. Service replaced the downstream sensor as a preventive measure. The root cause of the reported problem is unknown.